Manufacturer narrative:
D4 unique identifier (UDI) for cx 18cm: (B)(4).

Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) herniated outside the initial space created and was palpable with signs of protrusion from original location. The reservoir was explanted, replaced, and it was placed in ectopic space. There were no patient complications reported.